Manufacturer narrative:
Device evaluation visual inspection: the everflex entrust was inspected. The stent was not returned. The everflex entrust showed a 0.0.135" guidewire exposed outside the distal tip. The red locking tube was not returned. The distal tip of the guidewire showed the wire twisted and looped upon itself. The distal tip of the everflex entrust showed the pusher exposed outside of the distal rim of the outer catheter shaft by approximately 5cm. Bending of the catheter shaft was noted. Buckling of the silver outer was noted at 10 cm from the distal rim of the outer and continued proximally to approximately 15 cm from the tip. The proximal end of the sliver outer was exposed and it was visible where the pull cable was previously attached. Fraying of the silver outer was noted, possibly subjected to excessive tensile force. The pull cable was noted protruding out from the area of the thumb wheel. The handle assembly was cracked open and observed the inner was buckled and folded back. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a 0.014 guidewire was used. The stent was successfully deployed at the target lesion without intervention. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using an everflex entrust stent to treat a severely calcified, slightly tortuous, 90% stenotic lesion in the mid superficial femoral artery(sfa). There was no damage noted to the packaging and no issues noted when removing the device from the tray. The device was prepped per IFU without issue. No embolic protection was used. The device did not pass through a previously deployed stent however, resistance was encountered but no force applied during delivery of the device to the lesion. The 0.014 guidewire interacted with the delivery catheter causing the wheel to break mid-way through deployment of the stent. The physician pulled the delivery catheter and the 0.014 guidewire out simultaneously causing him to lose wire position. However, the stent was deployed successfully. There was no patient injury reported.